Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent a valve surgery on (B)(6) 2019, and suture was used. During the procedure, the suture pulled off the needle. Changed to another suture to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/15/2019. Additional h3 investigation summary: an empty msda folder of product code sxx50 was received for evaluation. No needles or sutures were returned for evaluation to determine the assignable cause of the pull off suture needle.